Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. A sample was received and observed to have a clear airway tube. The sample was immersed into water and the failure location was identified. Under closer observation there was a cut on the surface of the cuff. The cut was consistent with an object that has sharp edges that was in contact with the device. The device was also tested by being inflated with air through a syringe. The device was unable to hold air therefore, the reported failure was confirmed. The reported complaint was confirmed through visual and functional inspection. The reported failure occurred after 2-3 uses and suspected to be due to the device being punctured inadvertently while being handled. Customer is reminded that the lma reusable airway device should be handled with care. Other remarks: the device should not be in close contact with objects that have sharp or hard edges otherwise this will have an adverse impact and irreparable damage on the silicone material of the cuff.

Event description:
The event is reported as:the customer alleges the device was leaking during use.there was no reported patient harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device was leaking during use. There was no reported patient harm.